Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique during the pd exchange. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. In additional follow-up, the patient¿s pd nurse reported that the patient was admitted to the hospital with symptoms of abdominal pain. While hospitalized, the patient had a pd culture obtained. However, the nurse stated the results of the pd culture are not available. The patient was treated for peritonitis with vancomycin and ceftazidime (dose unknown) intra-peritoneal(ip). Subsequently, on (B)(6) 2024, the patient was discharged from the hospital continuing pd treatments with the same cycler. The patient is reportedly recovering from the peritonitis event. The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. In additional follow-up, the patient¿s pd nurse reported that the patient was admitted to the hospital with symptoms of abdominal pain. While hospitalized, the patient had a pd culture obtained. However, the nurse stated the results of the pd culture are not available. The patient was treated for peritonitis with vancomycin and ceftazidime (dose unknown) intra-peritoneal(ip). Subsequently, on (B)(6) 2024, the patient was discharged from the hospital continuing pd treatments with the same cycler. The patient is reportedly recovering from the peritonitis event. The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.